Event description:
The rsa pro is responsible for the automated aliquoting of specimens before analysis. The customer received frequent sample transport errors and upon reset of the errors the mechanism would not index properly leading to sample mismatches. There were no specific individual sample mismatches identified due to this issue. No adverse events have been alleged regarding this event. The cause of the event was found to be an incorrect circuit board was fitted to the sample transport home sensor by roche field service personnel during servicing on 02/23/2010.

Manufacturer narrative:
The event occurred in (B)(6).